Event description:
It was reported by service report that the release bar was bent on the breakaway head section. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Red release bar on breakaway head section.